Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion sensor test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'device failed downstream occlusion sensor test' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor and downstream tubing guide out of specification. The force sensor and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.